Event description:
The facility representative reported a colleague infusion pump with a 810.11 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "810.11 failure code." Previous service on (B)(6) 2010 was for "fc 810:11" and the ail (air in line) verification was performed per service manual.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 810:11 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.